Manufacturer narrative:
Results of investigation: carefusion failure analysis (fa) lab received the suspect component and installed it in a known good vela ventilator unit. The device was powered into ventilating mode. Transducer (xdcr) fault occurred during ventilation. Performed an oxygen (o2) inlet, ambient, o2 100% calibration and the device failed the calibration. Performed solenoid test and none of the blender solenoids are activating. The reported issue was duplicated and isolated to a bad cmos (complementary metal-oxide-semiconductor).

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported that the vela ventilator was alarming "low fio2" continuously. The customer troubleshooted the ventilator and verified with an external analyzer that the delivered fio2 was 21% regardless of what setting they had the fio2 on. The customer stated there was no patient involvement associated with this event as it was discovered during testing.